Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on inside pump noted. The pump was received with scratched lcd window, crack case display window corners, crack reservoir tube lip and crack battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.